Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited varying ventricular capture between 2.75 v at 1.0 ms and 2.25 v at 1.0 ms. The patient's family resisted any further surgery.